Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device, found ui panel and top enclosure scratch, power cable color insert and bottom enclosure rusted. In addition, the device operating software upgraded. No evidence of visible foam particles found during service. This report is being submitted for the ui panel and top enclosure scratch, power cable color insert and bottom enclosure rusted found during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.